Event description:
ICU attending md (B)(6) called berlin heart clinical affairs for guidance on a bivad patient whose rvad was not emptying properly. The attending physician estimated that the rvad was completely filling but only 60% emptying. According to the physician there were no physical changes to the patient, and the patient appeared to still be properly supported by the bivad. X-ray was negative for pulmonary congestion, and an echo did not reveal any clot around the heart or problems with the pa. There were no clots in the pump or cannula on visual inspection. An increase in sys pressure on the ikus from 120 to 160 produced no change, and a subsequent increase in percent sys on the ikus also produced no change. The ikus was producing appropriate pressures as determined by the waveform on the laptop. Since the patient was clinically non-symptomatic, the site decided to wait and see if the problem resolved itself. During the evening the site changed the ikus driver to the back-up unit to try to improve emptying of the pump. This also resulted in no change. By the morning, the pump was emptying only approximately 20%. Patient was still non-symptomatic and appeared to be supported properly by the bivad. After discussion with berlin heart clinical affairs, as no external reason for the blood pump not emptying could be identified, the site was instructed to change the device and to return the blood pump in question for evaluation.

Manufacturer narrative:
(B)(4). The excor blood pump s/n (B)(4) was used from (B)(6) 2014 for 38 days. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. We have received the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. Based on preliminary visual inspection of the returned blood pump, it is very likely that there is a defect in the air side layer of the triple layer membrane. Evaluation of the blood pump s/n (B)(4) is ongoing. (B)(4).